Event description:
Operating room bed in trendelenburg position with foot of bed down. When bed returned to flat position, foot of bed came flush with floor - pt's left great toe lodged in between floor and foot of bed. Delay in getting bed raised due to automatic control delay.